Manufacturer narrative:
Additional, changed, and/ or corrected data: d6b, d.9, h.3, h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and yellow particles in the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the patch/ shell bond edge and crease smooth in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge to an unidentified (tear) opening. A crease smooth opening on posterior assessed to a fold flaw opening.